Manufacturer narrative:
The endoscopic controller (ec) was returned for failure analysis and the reported failure was replicated. The unit was tested on the printed circuit assembly (pca) system, and the camera was not recognized since startup. After visually inspecting the dual camera interface board (dcib) has no damage, but error 48221 showed in the system log. During inspection it was also found that the endoscopic controller power distributor (ecpd) has a missing capacitor which can cause high voltage fails and damage to another component. When reviewing the ec sensor error log, it was also found that the laser is above 5%. The complaint was confirmed based on the field evaluation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and replaced the endoscopic controller (ec) to correct the reported problem. The system was tested and verified as ready for use. Isi has received the ec unit; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the camera was working fine and then it stopped working. The customer stated that the camera led was not coming on. Before calling intuitive surgical, inc. (Isi) technical support engineer (tse), the customer swapped the vision side cart (vsc) out with another vsc from a different system and the camera was working. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was a procedure delay of less than 15 minutes.